Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the healthcare provider (hcp) was doing a refill and noticed alerts 232 (motor stalled) and 234 (temporary stop tube set duration exceeded) indicating the pump was stalled and had been for over 1000 hours. The logs showed a stall on (B)(6) 2025 but no recovery. Reviewed telemetry mode. The healthcare provider (hcp) stated that the patient did not think he had magnetic resonance imaging (MRI) on that date. When refilled, expected and actual volumes were just a few tenths of an ml off indicating pump has not been stalled for that amount of time. When read again after the refill, alerts were cleared, and the logs showed a motor stall recovery.